Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter stated, they think they did not get any insulin and it led to an ER visit, where she was treated with insulin injections and released. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.